Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the valve seal of the trocar fell on the drape while inserting the device. Another device was used to complete the case. There was no patient injury.